Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the hospital due to a kidney infection. The caller stated that the hospital would not release her until the replacement of the insulin pump arrives because the device alarmed no delivery. The blood glucose reading was 302mg/dl. The caller stated that she is three months pregnant. Troubleshooting was performed. Assisted the customer to perform a fixed prime test and the insulin did exit. No further information was provided.